Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead.

Event description:
Attempted implant/not implanted/not used, helix blocked/unable to advance or retract, positioning/fixing difficulties. No patient complications have been reported as a result of this event.